Manufacturer narrative:
H3: one device was received for analysis. Service history review identified no previous related complaints. The initial customer issue could not be confirmed; however, a cracked downstream occlusion (dso) seal was identified. The dso seal was replaced and the device thereafter passed performance testing.

Event description:
The product was returned for inaccurate volume accuracy test, during investigation, a cracked downstream occlusion seal was identified. There was no patient involvement.